Event description:
Information was received from multiple sources (manufacturer representative, consumer) regarding a patient who was receiving morphine drug, unknown (20 mg/ml at 10 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced increased pain. It was noted that there had been discrepancies between interrogation and actual reservoir volumes found in pump during refill appointments. A catheter dye study was performed and was unsuccessful with aspiration. There were no known factors that may have led or contributed to the issue. The physician stated that they will begin reducing the patient's dose to wean down then fill the pump with saline prior to performing a dye study. A surgical intervention was planned; however, the date has not been scheduled. The issue was not resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury. Additional information received from a company representative (rep) reported that the refill dates as well as actual vs estimated reservoir volumes related to the event was unavailable at this time, the cause of the volume discrepancies was unknown, there were no known external/environmental/patient factors that may have caused or contributed to the volume discrepancies, the cause of the inability to aspirate the catheter was unknown, and there were no known external/environmental/patient factors that may have caused or c contributed to the inability to aspirate the catheter.

Manufacturer narrative:
Concomitant medical products: product ID:8731, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #:(B)(4), ubd: 17-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.